Manufacturer narrative:
(B)(6). Patient weight is unknown. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Potential part number of 02.214.112 was provided, but it could not be verified that was the complained part number. Device was damaged during insertion and had to be cut so entire screw was not inserted in the patient; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during open reduction internal fixation right first metacarpal, the surgeon was using the self-holding screwdriver shaft to implant a 1.5mm cortex screw. Both the tip of the t4 screwdriver and the recess of the screw became damaged. There was a spare undamaged screwdriver shaft in the set and the case proceeded using that. The screw with the damaged recess was not completely inserted so the surgeon used a k-wire cutter to cut it off and filed down the exposed tip in case of any sharp edges. This took approximately five (5) minutes of additional time. There was no effect on the outcome of the surgery. This report is for an unknown screw. This is report 1 of 1 for (B)(4).